Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient faced adhesive issue with one infusion set. Patient reported infusion set fell off during use. Patient used infusion set for one day. Patient blood glucose was 200 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.